Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the error code p30 (no image) that charge-coupled device -unit and/or electronic parts of the scope connector internal circuit board were broken. The event can be detected/prevented by following the instructions for use which state: ¿important information ¿ please read before use ¿ warning: ·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. IFU (operation manual) states about precaution when turning on a power of video system center as follows: important information ¿ please read before use ¿ caution: ·turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. IFU (operation manual) states about inspection prior to use of the subject device as follows: 3.1 the workflow of preparation and inspection before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. IFU (operation manual) states about measures when abnormal image occurred while the subject device is in use as follows: 5.3 withdrawal of the endoscope with an irregularity if an irregularity occurs while the endoscope is in use, take proper measures as described in either ¿withdrawal when the wli and nbi endoscopic images appear on the monitor¿, ¿withdrawal when either the wli or the nbi endoscopic image does not appear on the monitor¿ or ¿withdrawal when no endoscopic image appears on the monitor or a frozen image cannot be restored¿.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii bronchovideoscope is displaying error code p30 (no image). There was no patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation, the customer's allegation was confirmed. In addition to the event description, the evaluation found no data transmission/peeling and dent in insertion tube. The root cause could not be determined, the investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.